Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is taking longer to rewind and the battery seems to go very quickly. The insulin pump alarmed failed battery test. The customer's blood glucose was not reported. The customer declined trouble shooting for the failed battery test alarm. The device is not returned.